Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern). During the procedure, the physician successfully advanced the lantern to the target location using a non-penumbra catheter, and then placed multiple coils. The physician then was unable to advance the lantern to a new target location and it was reported the lantern felt stiff. The physician therefore removed the lantern. Upon removal, the hospital staff noticed a large kink in the lantern. The procedure was therefore completed using the diagnostic catheter to place additional coils. There was no report of an adverse effect to the patient.